Event description:
The user facility reported to terumo cardiovascular systems that after cardiopulmonary bypass surgery, the oxygenator did not move the plasmalyte and remaining blood from the cardiopulmonary bypass circuit to the cell washer. The diluted blood was not collected and processed as per the user facility's normal procedure. A 50 ml blood loss. Product was not changed out. Surgery was successful.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).